Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was found to be leaking between the catheter and hub during an abdominal percutaneous catheter drainage (pcd) procedure. The device was removed and replaced with a like device and the procedure was completed successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Additional information: device available for eval? Yes; product received on: (B)(6) 2018. Investigation: evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), and a visual inspection/dimensional verification/functional test of the returned device were conducted during the investigation. The customer returned one 8.5fr mac-loc catheter with a metal stiffener, not inserted. No biomatter was present on the device. No surface damage was present on the device. The device was returned with the mac-loc in the unlocked position. The distal tip appeared discolored, possibly indicating use. A leak test was conducted by clamping the distal end of the catheter tubing with hemostats and injecting room temperature water into the proximal end. The leak test was able to confirm the presence of a leak between the catheter tubing and connector cap. A twist test was conducted revealing that the connector cap was secure. A tug test was conducted revealing that the catheter tubing flare was not adequate, as the flare was easily pulled out of the connector cap. The connector cap was removed by dissociating the adhesive bond with ipa. Upon removing the cap, the suture string was found partially wound in the threads, but not adhering to the inner walls of the connector cap. The flare appeared slightly deformed on one side. Due to the compression of the flare within the cap and the potential damage upon removal, it cannot be determined whether the flare was manufactured to specifications. The connector cap inner diameter, mac-loc hub inner diameter, and catheter tubing outer diameter were measured and all found to be within manufacturing specifications. The amount of threads showing between the hub and cap was measured and found to be outside of manufacturing specifications. Additionally, a document based investigation evaluation was performed. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, the examination of the returned product, and the results of our investigation, the actual root cause was determined to be cause traced to manufacturing (manufacturing deficiency). Subsequently, the applicable department has undergone defect awareness training. We have notified the appropriate personnel. Appropriate measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints.

Event description:
No new event description information to report at this time.